Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2009: a currently (B)(6) female received a vial of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] in (B)(6) 2008 for facial loss in the cheek area towards her ears (not (B)(6)). Additionally she had other poly-l-lactic acid sessions in (B)(6) 2009. She stated that she has used three different physicians and although she has not had any adverse events, she reported that poly-l-lactic acid has not worked. She stated that she can see a little bit of results but she is not getting amazing results. She also mentioned that she receives onabotulism toxin type a (botox) twice per year. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date: not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a consumer in the form of a return letter with handwritten notes and a typed letter on (B)(6) 2009: consumer stated that she went to two different medical doctors thinking that the technique would make a difference but after receiving injectable poly-l-lactic acid, her bruising was very minimal. Medical history included that she has glabellar frown lines and that she has never smoked. No further relevant information reported.